Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, an alert for low impedance was noted on the right ventricular lead. Review of the stored data showed impedance measure low for a week; the following week the device measured normal impedances and had remained stable since. No intervention was performed; the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.